Event description:
Complainant alleged that while in use on a pt the device was unable to obtain an ECG signal in pads mode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.